Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number will only contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over infused amino acids during patient infusion. The amino acids were titrated down to half the ordered rate for the last hour of infusion. The nurse stated the pump alarmed and she found that the amino acids had run dry but the pump displayed 134ml of volume remaining. The pump rate was verified as correct. The pn (parenteral nutrition) volume had run out approximately one hour earlier than scheduled. There was no report of patient injury or medical intervention associated with this event. No additional information is available.